Event description:
It was reported that a pump was alarming for a system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom system error 105 was confirmed and reproduced. It was caused by a failed motor flex. As a result, the motor was replaced.